Event description:
Related manufacturer reference number:2017865-2024-69816. Related manufacturer reference number:2017865-2024-69818. It was reported that patient's atrial lead exhibited high threshold. During lead revision procedure it was noted that patient's right ventricular (rv) lead and atrial lead was twisted. It was also noted that patient's implantable cardioverter defibrillator (ICD) was migrated due to twiddlers. The atrial lead was explanted and replaced. The rv lead was capped on (B)(6) 2024. The patient was stable.

Event description:
New information received notes that the device migration was noted prior to procedure form x-ray. The device was repositioned on (B)(6) 2024.